Event description:
Report received of a parogramming error. It was reported the the nitroglycerin concentratiion programmed was the concentration in one ml instead of the total concentration in the container. The customer was unwilling to provide any additional info on the event, including pt specific info, whether the error resulted in an over or under-delivery of medication, or whether there was any adverse effect to the pt.